Event description:
Via medwatch, the customer alleged the mask on the dmr2 resuscitation bag continuously fell off the device while in use on a pt. Despite numerous attempts to tighten the mask or use on a new mask, the connection to the bag was undesirable. Although the customer's medwatch marks this event as "life-threatening" and "required intervention to prevent permanent impairment/damage", there was no other info that suggested that the pt was harmed or injured. This report is not an admission by nellcor puritan bennett to the event alleged in this report.